Event description:
It was reported that insulin was leaking from the reservoir into the reservoir compartment. It was reported that the customer was hospitalized due to unexplained high glucose of 33.2 mmol/l. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Mfg. Report 1 of 2, medwatch report # 3004209178-2012-87727, mfg. Report 2 of 2, medwatch report # 3004209178-2012-87758.